Manufacturer narrative:
In (B)(6) 2017, the patient was diagnosed with peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and fibrin. The cause of the peritonitis was unknown. In the same month, the patient was hospitalized for the event and received unspecified antibiotic therapy intraperitoneally (dose and frequency unknown) for peritonitis. In the same month as the onset, the patient¿s pd catheter was discontinued and the patient was placed on back up hemodialysis. The patient¿s outcome was not reported. No additional information is available.